Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon refold issue was not confirmed. Difficulty removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, concentric, heavily calcified, 90% stenosed, left anterior descending (lad) artery, pre-dilatation was performed with a 2.0 x 15 mm non-abbott balloon dilatation catheter (bdc). The 2.25 x 12 mm xience prime stent delivery system (sds) was advanced and implanted at 8 atmosphere (atm) and the balloon was deflated. During the attempt to remove the sds balloon resistance was met and force was used; the pressure was returned to neutral and the balloon was inflated and deflated several times and the sds balloon was finally removed from the stent. A 2.5 x 12 mm xience prime stent was implanted at 12 atm and the balloon was deflated. Again, resistance was met during the attempt to remove the sds balloon from the stent and some force was used. Using the same procedure/technique of neutral pressure, inflation and deflation repeatedly the sds balloon was removed without issue. It was noted that the 2.5 x 12 mm sds balloon was deflated flat. Post-dilatation was completed using a 2.25 x 6 mm non-abbott balloon dilatation catheter (bdc) and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough floppy. Guide cath: launcher jcl40 view it. (B)(4): excessive force. The stent remains in the anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prime referenced is being filed under separate manufacturing report number.